Event description:
It was reported that a malfunction alarm occurred. Blood glucose was not impacted. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
Device available for evaluation: (corrected date from 10/1/2019 to 9/24/2019).